Event description:
The pt presented with a pseudoaneurysm of an existing surgical bifurcated vascular graft. The pseudoaneurysm existed at the level of the surgical graft bifurcation. The physician used the excluder bifurcated endoprosthesis trunk-ipsilateral device inside the existing bifurcated graft. Because of the confined space within the surgical graft, he performed an anorto-uni-iliac approach. In order to keep the ipsilateral limb open, he placed an uncovered stent inside the trunk-ipsilateral device. In addition, a femoro-femoral crossover graft was placed to perfuse the pt's right leg. No endoleaks were seen at the end of the procedure. There was no adverse outcome for the pt. No allegation of deficiency regarding the excluder device used in this case was made.